Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. The investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. (B)(4).

Event description:
It was reported that a bd emerald¿ 3ml luer slip syringe leaked between the syringe and the spinal needle during use. Incorrect dose given to patient.